Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, noise was observed on the ventricular lead. The lead was explanted and replaced with subcutaneous implantable defibrillator system. The patient was stable.